Event description:
The pt was transferred from another facility. There was dampened waveform and loss of augmentation. When the iab was removed, a kink was noted. Event complications: unknown-reported 7/20/98.(pt's current status: unk -rpt'd 7/20/98/